Manufacturer narrative:
Postoperative report stated patient's eye pressure returned to normal and is healing with corneal edema. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -8.50/+3.5/065 (sphere/cylinder/axis) in the patients left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting and the patient felt pain. The incision was enlarged to remove the lens. The lens was not exchanged for another lens. The cause of the event was due to user error and device.